Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a right inguinal hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient underwent mesh removal on (B)(6) 2019 due to chronic pain at mesh site. No additional information was provided.